Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent batch # l90d1f. The handpiece was received attached to a harh36. The handpiece was partially disassembled and not all parts were returned with the device. The nose cone was cracked and the mount was noted to be loose. The handpiece was forcibly removed from the disposable to test the handpiece. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The instrument was disassembled to inspect internal components and it was found that the moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that after an unknown procedure, the hand piece was connected to a disposable and used for the procedure with no issues. At the end of the procedure, the nurse tried to disconnect the hand piece from the disposable and they would not come apart. Product specialist attended hospital the next day to attempt to disengage hand piece from disposable device without success. There were no adverse consequences for the patient reported.